Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: screws are falling out the applpier. No patient involvement, due to prep away from the patient. No patient injury reported.